Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal was used for vascular occlusion after femoral artery surgery. The angio-seal conditions were met by angiography. Right femoral artery puncture; normal operating procedures, the main body in the process of retracting meet a little resistance. The anchor was shown to be in the correct position by ultrasound. The blood still oozed after the operation, compression was used to stop the bleeding. The patient was reported to be in stable condition and was discharged. Additional information was received on july 5, 2019. The procedure was a preoperative femoral arteriography; an 8fr. Sheath was used. The patient was not on any blood thinning medications. Blood loss was less than 250cc.